Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome, radiculopathy, and spinal pain. It was reported that the patient was shocked (B)(6) 2016. The patient was in a standing position and when they went to get into their car it shocked for the patient for quite a while. This was clarified to be 30-40 seconds. The patient used the patient programmer to turn therapy off. Another shocking event occurred in (B)(6) 2016. The patient stopped using therapy in october 2016. The patient had fallen a lot in since 2016 in the past year. It was reported that the implantable neurostimulator (ins) was moving in the pocket and it would stick out and rub the skin near their belt line since 2016. The patient turned stimulation back on (B)(6) 2017 because they were having more back pain. It was reported that there was stimulation at an undesired location. The patient¿s stimulation was out of tune and they could not get it into a good position since 2016. There was a loss of therapy and return of symptoms. The change in therapy and symptoms was gradual. The patient did not currently have an health care professional (hcp). Hcp listings were provided. Additional information on 2017-02-20 indicated that the patient found a hcp who was willing to have a manufacturer representative come in to meet the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.